Manufacturer narrative:
A2. Reported patient age is the average age based on all patients included in the study (54.7 years). A3. The majority of patients (143) were female. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Lu, y., ding, c., tan, s., zhou, x., wang, y. (2023). Predisposing factors for the deformation of parent artery of anterior circulation saccular aneurysm after stent-assisted embolization: a retrospective cohort study. Interventional neuroradiology: journal of peritherapeutic neuroradiology, surgical procedures and related neurosciences, 29(3), 243¿250. Https://doi.org/10.1177/15910199221084797 medtronic review of the literature article found a database review was completed of 198 patients treated for 201 aneurysms at a single chinese facility between october 2014 and march 2019. The purpose of the study was, "to investigate the predisposing factors of stent-induced [deformation of parent artery] (dpa), as well as its effect on the follow-up of aneurysm embolization." Digital subtraction angiography (dsa) reviews were performed on all patients at a mean follow-up period of 6 months post-operative. The study found that aneurysms located in certain areas were more susceptible to dpa. The study noted that braided stents and flow diverter (fd) devices, such as pipeline, did not lead to vascular deformation, suggesting they do not predispose arteries to dpa. The majority of patients in the study were treated with non-medtronic devices. However, 28 patients were treated with solitaire stents and 19/24 patients treated with fd were treated with pipeline. In the solitaire group, there were 17 cases of dpa. In the fd group there were only 2 cases of dpa. The study findings noted that dpa may actually be beneficial for the long-term resolution of aneurysms after stent- assisted coil embolization (sace). No device malfunction was specified in the article. However, it was reported that 71 patients included in the study required further embolization. It was not specified what device was used in the index procedure for these patients. Additionally, the article does not specify any particular patient symptoms associated with the need for further embolization. There were 12 cases of recanalization or recurrence observed in the study for which no additional treatment was not reported.